Event description:
It was reported by the rep that when the device, with reload cartridge, was used during a laparoscopic appendectomy procedure, it would not fire, then broke in the pt's abdomen. Another device was used to complete the case. There was no consequence to the pt.